Event description:
It was reported that during a colonoscopy procedure, the user heard a snap while using the videoscope and was not able to rotate it anymore. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. There were no reports of adverse patient sequelae.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00047. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide correction and the results of the legal manufacturer¿s investigation. Updated fields: b5, d9, h3 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was not confirmed. The up/down angulation would not work and the angulation wire was found to be broken causing this issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported problem was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported.